Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced the surgical incision opening up completely. It was reported that the patient was taken back to the "or" on (B)(6) 2015 and the incision was closed with "interrupted pds sutures." The patient is also experiencing pain. There were no further patient complications reported in relation to this event.